Event description:
It was reported the patient was experiencing ineffective stimulation. An sjm representative met with the patient on (B)(6) 2014 for reprogramming and the patient stated he was happy with stimulation coverage but later informed his physician he wasn't getting enough back pain relief and had never had effective therapy. Patient's physician suggested a pns back trial to the patient in order to achieve effective stimulation. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient moved forward with the pns trial as the next step for improved stimulation coverage. However, the patient mentioned he did not like the feeling of the stimulation and would not like to move forward with a permanent pns system. No further intervention is planned to address the reported issue at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.